Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, several episodes of non-sustained rv over sensing were seen. High voltage charging was noted as a result of over sensing. However, the device did not deliver in-appropriate therapy. Patient was asymptomatic. No interventions were performed at the time. Patient would continue to be followed normally.

Event description:
New information received on 01/05/2018 notes that there were inappropriate shocks due to right ventricular lead noise. X ray imaging revealed clavicular crush on the lead and the lead looked damaged. The device had an alert for possible high voltage lead issue. One of the alerts was due to low high voltage lead impedance and the shock was aborted. The patient did not receive any external defibrillation. The lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the surgery.

Event description:
New information received on (B)(6) 2017 states that the patient continues to have thousands of non sustained right ventricular oversensing episodes. One of the episode was long enough to be diagnosed as ventricular fibrillation; however, the device diagnosed the noise correctly and inhibited the therapy. It was noted that the noise was physiological in nature and not related to an issue with the lead itself. The physician elected to not do anything about the noise. The merlin.net alerts for non sustained ventricular oversensing were disabled. Patient was stable and will continue to be followed normally.

Event description:
New information reported that the patient was seen on (B)(6) 2017. The patient continues to have a lot of oversensing episodes. Chest x ray did not reveal abnormalities. Programming changes were suggested. No intervention was performed at the time.